Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin was squirt out during manual prime. Customer's blood glucose level was unknown. Customer stated that the insulin pump disconnected during prime. Customer stated that the insulin continues to drip after motor stops during the manual prime process. Customer stated that they was unable to exit the preparing to prime loop. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will not be returned for analysis.